Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver dilaudid (hydromorphone). It was reported that, for 3-4 months, the patient had the worst time getting the bluetooth to connect the handset. The patient stated that they had to turn the bluetooth on and off 3 times and it took 15 minutes to get connected and they never got 5 boluses because it took so long to get a bolus. The patient stated they got 6 boluses per day. The patient stated that the screen got stuck at 83-91% and they would "wiggle it" and start over again. The patient asked if there was an update to the handset. Patient services reviewed best practice to close out of all applications. Patient services reviewed device function and assisted the patient with clearing data. Troubleshooting steps taken on the call with patient services resolved the issue.